Manufacturer narrative:
.

Event description:
Kinsa anchor cracked half way up the anchor during insertion (while force was applied on the end), half of the anchor was inserted. The tip of the anchor was left in the glenoid and the end was removed after the suture was cut.